Event description:
It was reported that patient is experiencing high impedance. Patient has been referred for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the lead was found to be tangled up upon itself. The surgeon noted that the lead insulation tubing had broken down and the inner wires were exposed.

Event description:
Further information was received reporting that lead was found to be severed about 5 inches down on the lead from the generator during lead replacement. It was confirmed this was not done by the surgeon. The patient's mother reports no trauma or manipulation occurred. The surgeon cut the lead into pieces in order to remove it therefore it cannot be returned. No other relevant information has been received to date.